Event description:
It was reported that the device is unable to engage hand-set and green indicator ring is illuminated. No patient involved.

Manufacturer narrative:
The device used in treatment was not returned for evaluation with no additional information provided we have not been able to establish a relationship between the reported event or determine a root cause. The probable root cause includes connection, damage or user issues. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture, the complaint history file contains further instances. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.